Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening with osteolysis proximal medial and central of the tibial components at the bone/cement cement/implant interface. Femur was revised to gain acces to tibial and for soft tissue balance. Patella was not revised. Competitor cement was used. Doi: 2014, dor: (B)(6) 2020, left knee.